Event description:
The pump was explanted due to battery failure after an implant duration of 35 months. The hcp also reported "frequent refills." The pump was replaced and returned to the manufacturer for analysis.